Manufacturer narrative:
Section e1: establishment name:(B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image was not displayed due to damage to the charge coupled device unit. It was also noted that residual liquid/foreign material came out of the channel tube. Water tightness was lost due to a pinhole on the channel tube and scope connector cover unit was deformed. The up/down plate and universal cord were sticky. The control unit and scope connector were sticky due to water leakage. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the light guide bundle was slipping down. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the evis lucera elite bronchovideoscope did not display image. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported loss of image occurred due to a damaged image sensor unit such as disconnection or a broken part mounted on the electrical circuit board (integrated circuit chip and/or capacitor). The cause of the damage was likely due to stress from repeated use, external factors or handling of the device. However, a definitive root cause could not be determined. In addition, it is likely that foreign material remained in the device and was unable to be removed despite proper reprocessing because the subject device was damaged. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU) in regards to the loss of image: ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ the event regarding foreign material can be detected/prevented by handling the device in accordance with the following instructions for use: reprocessing manual: chapter 2 ¿function and inspection of the accessories for reprocessing¿ section 2.2 ¿channel cleaning brush (bw-18v)¿ operation manual: chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ "inspection 3 check for bends, scratches, and other damage to the shaft. 4 visually check for debris on the shaft and/or the bristles of the brush head. If there is debris on the brush, immerse the brush in the water as described in section 3.2, ¿water (for reprocessing)¿ and clean the brush until no debris is observed on the brush. ¦ inspection of the instrument channel 1 straighten the insertion section of the endoscope. 2 insert the endotherapy accessory straight through the biopsy valve while closing its distal end and retracting it into the sheath. 3 confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. 4 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.